Event description:
A report was received that the patient had drainage at the midline incision site. The patient was administered oral and intravenous antibiotics. The patient underwent an explant procedure and was reportedly doing well following the procedure.

Event description:
A report was received that the patient had drainage at the midline incision site. The patient was administered oral and intravenous antibiotics. The physician believed that the infection was procedure related and not device related. The patient underwent an explant procedure and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg) the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.